Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported on (B)(6) 2015 of drain issues while completing peritoneal continuous cycler-assisted dialysis treatment on (B)(6) 2015. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported drain issues during treatments on (B)(6) 2015. Per pdrn the patient had been prescribed heparin to address some fibrin buildup issues in the past but indicated it did not improve the recent drain issues. The nurse stated the patient had been able to complete continuous ambulatory peritoneal dialysis (capd) treatments and went to the hospital on (B)(6) 2015 to perform a CT scan. Per pdrn the results revealed the patient's catheter was wrapped around the patient's intestines, creating a kink in the patient's pd catheter and causing the drain issues. Per pdrn the issues was resolved and the patient was able to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the hospital cycler. Medical records were requested and received, and it was discovered the patient had been hospitalized from (B)(6) 2015 with admission diagnoses as acute volume overload due to end stage renal disease and nonfunctioning peritoneal dialysis catheter, probable diastolic heart failure, diabetes mellitus with retinopathy, neuropathy and nephropathy, hypertension, hyperlipidemia and hypothyroidism.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. This esrd pt has multiple co-morbidities, including insulin-dependent diabetes mellitus with retinopathy, neuropathy, nephropathy, peripheral vascular disease, hypertension, hyperlipidemia, and hypothyroidism. The pt suffered an episode of acute volume overload that, according to the received medical records, was associated with a nonfunctioning pd catheter. After repositioning and unplugging the pd catheter, the pt continued to have successful peritoneal dialysis without problem. It was also noted in the medical records the pt had been previously diagnosed with heart failure in 2012. There is no medical info suggesting an exacerbation of the heart failure associated to the volume overload. Dialysis pt with end stage chronic kidney failure are at a very high risk of infections, including pneumonia. Moreover, if the pt is also diabetic, that risk is even greater.

Event description:
Medical records were provided by the pt's dialysis center. Upon receipt of medical records, it was discovered the pt had been hospitalized from (B)(6) 2015 with admission diagnoses as acute volume overload; probable diastolic heart failrue, diabetes mellitus with retinopathy, neuropathy and nephropathy, hypertension, hyperlipidemia and hypothyroidism. On (B)(6) 2015, this pt presented to an emergency department with shortness of breath, and was admitted to the hospital and diagnosed with acute volume overload due to esrd and nonfunctioning pd catheter. Per the discharge/transfer note-physician, the acute volume overload was thought to be related to the malfunctioning peritoneal dialysis catheter as the pt had esrd and was unable to have adequate pd therapy. On (B)(6) 2015, the pt underwent laparoscopic diagnostic surgery for repositioning the pd catheter and unplugged of the pd catheter. On an unk date during the admission, the pt had a cough, was hypoxic, and had a chest x-ray that was suggestive of aspirate pneumonia. On (B)(6) 2015, the pt underwent an esophagram due to dysphagia, which showed no evidence of mass, ulcerations or strictures and no evidence of aspiration. On (B)(6) 2012, the pt underwent a swallow eval where the pt performed well with no evidence of aspiration. As of (B)(6) 2012, the pt was discharged from the hospital, the pt continued renal replacement therapy, the pt was minimally hypoxic on room with oxygen saturation 88-90's% with needed oxygen for home, the pt was hemodynamically stable, his cough had improved, and lungs were clear.